Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿camera is not producing any image¿ was confirmed due to faulty image censor (ccd). A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause cannot be identified. However, the cause of the reported event is potentially due to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no nonconformances were found related to this complaint. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report was submitted to provide the results of the investigation.

Manufacturer narrative:
G1: manufacturer contact facility name: shirakawa olympus co., ltd. The device was returned and investigation is ongoing. Follow up in progress to obtain additional information from the customer. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The company representative, in behalf of the customer, reported to olympus that this camera head was not producing any image.there were no reports of patient or user harm associated with this event.